Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and failed its user test. The device had also logged an event code in its memory which is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and failed its user test. The device had also logged an event code in its memory which is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a shorted diode, designator d12.